Event description:
It was reported that during a plain old balloon angioplasty treatment procedure at an outpatient clinic, a balloon rupture and removal difficulties occurred. The target lesion was located in a cephalic vein fistula. The physician advanced a 9.0mmx40mmx75cm mustang balloon to dilate the lesion. The mustang balloon was inflated to 18atms and ruptured after multiple inflations. Resistance was encountered during removal and the patient was transferred to another facility for removal of the catheter. The balloon catheter was located in the collateral vessel no the cephalic vein. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).